Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Third party service technician evaluated the ventilator and found that the unit would unable to verify customer reported complaint regarding insufficient tidal volume that was set on vent for the patient. The technician performed several post and leak test during bench testing the vent passed in every test performed, no inconsistency occurred during power up. Vent passed initial final test which include several volume and pressure performance test with no issue. Unit was opened up and inspected, no anomalies were found. Process ventilator through service and perform complete calibration checkout to meet all factory specifications.

Event description:
The customer reported that their revel ventilator was not providing sufficient tidal volume as observed by the physician during patient transport. The patient was transferred to another unit. There is no patient harm noted.